Event description:
It was reported to boston scientific corporation that a dreamtome rx was used during a sphincterotomy procedure. According to the complainant, the physician advanced the dreamtome down the scope and into the patient. When the physician attempted to bow the device, the tome had little or no bow. The tome was removed from the patient and the procedure was completed with another dreamtome rx device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "stable." This event has been deemed a reportable event based on the investigation results; working length melted.

Manufacturer narrative:
(B)(4): working length melted. A visual examination of the returned device found that the working length was twisted and exposed cutting wire appeared to have melted/ split the extrusion at the distal pierce hole. Additionally, the exposed cut wire was blackened from use. Analyzing the cutting wire and extrusion at distal pierce hole, it appears that the activated cut wire melted/ split the extrusion, elongating the distal pierce hole to approximately 7 mm. The tear (elongation of the distal pierce hole dimension) caused the cut wire anchor to slide proximally from the distal pierce hole and altered the exposed cutting wire length to become shorter. A functional evaluation found that the device does not meet the bowing specification due to the melted extrusion (elongated distal pierce hole) and the altered exposed cutting wire length. During manufacturing, the sphincterotome devices are 100% inspected and the damage is likely due to procedural/anatomical factors. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch.